Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke at an unk amount of joules. Also, it was reported that the fiber completed the procedure. No pt injury was reported.